Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the pace/defib engine board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.